Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 122 mg/dl. Reportedly a new cartridge was loaded resolving the issues, and insulin delivery was resumed.